Manufacturer narrative:
(B)(4). Additional information: batch # h53z6m. Additional information received: what type of procedure was the device being used in? - minimally invasive esophageal resection. Was the staple line complete? -yes. For confirmation, was the shape of the staples what was irregular? -the staples were irregular.

Manufacturer narrative:
(B)(4). The analysis results found that the sr75 reload was received in good visual condition. The cartridge reload had the swing tab in the locked position, and fully fired. No functional test was performed. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, according to the surgeon's feedback, he used higher force to complete the third firing and staples were irregular after the third firing. The staple height indicator was set at 1.5mm. Used new reload to complete the procedure. There were no adverse consequences for the patient reported.